Event description:
On or about 7/23/1992 user was performing a veniputure of a pt with an infectious disease (hiv/aids) and when disposing of the needle into a needle container, and as a result received a needle stick in the finger. User alleges trauma from the needle stick and has filed a legal complaint against the container's manufacturer. Two manufacturers cited in the complaint: sage and becton dickinson.